Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue guide catheter: taiga 6f jcl-4.0, heartrail5f st (6 in 5). (B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The difficulty removing the device could not be replicated due to condition of the returned device. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat two concentric de novo lesions located in the proximal and mid left anterior descending (lad) coronary arteries that were moderately tortuous, heavily calcified and (B)(6) stenosed. An intravascular ultrasound (ivus) catheter was advanced but failed to cross. Pre-dilatation was performed with a cutting balloon. Then, a xience alpine 3.5 x 38 mm stent delivery system (sds) was advanced to the lesion but failed to cross due to heavy calcification. A 5f in 6f mother-and-child guide catheter (gc) technique was then used and the same sds again failed to cross the lesion. After failure to advance even with the support of 5-in-6 technique, the sds and the 5f gc were pulled in sync. The proximal edge of the stent came in contact with the tip of the 5f gc and the sds could not be pulled into the gc. Thus, the sds and the gc were removed together with the stent area sticking out of the gc. Upon removal the stent implant was found to be slightly compressed. The lesion was further dilated with a non-abbott balloon catheter and a xience alpine 3.0 x 23 mm stent was successfully deployed in the mid lad and a xience alpine 3.5 x 28 stent in the proximal lad. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.